Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered two consecutive fluid leaks within the cycler's cassette compartment when removing the cassettes after canceling the same pd treatment twice. The treatment was cancelled both times due to receiving air detected in cassette alarm multiple times during drain 1. The patient informed fresenius technical services that they had re-setup the cycler set and pd solutions prior to calling. The second occurrence took place during the call. It is unknown at which point in therapy the leaks may have begun. The source of the leaks are unknown. It was reported that there was fluid within the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Additional information was requested, however, to date no response has been received. There was no reported adverse event, injuries, nor medical intervention attributed to the reported event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment and particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was initiated and completed without failures. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the pneumatic lines. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and it was noted that the cycler was previously evaluated for an alleged fluid leak complaint on (B)(6) 2019 and it had passed the mushroom head check at that time and was refurbished afterwards. The DHR verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.